Event description:
It was reported two pieces of permacol tissue were implanted into a patient on 21 january following removal of an infected mesh. On the first day after operation the patient was placed on a ventilator which was removed the next day. In 2003, the hernia incision opened and permacol could be seen. Two pieces of permacal had been sewed together by prolene suture loops, which could be seen still remaining on one piece of tissue, although the suture line of the joined pieces was open. The exudate was cultured and methacillin resistant staph aureus (mrsa) was cultured. His complaint is reported under two MDR numbers to capture the two different pieces of implants used.